Event description:
IV tubing came apart above coupling above pump while infusing chemo for patient. Rn received 3 drops of chemo in palm of hand. Chemo spill kit used. No harm to patient. Employee followed with employee health. Chemo discarded and pharmacy remade taxotere and nurse administered to patient.